Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly (over infusion) during patient infusion at intensive care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.